Event description:
IV pump was alarming air in line. Nurse removed the tubing to remove air bubbles. The IV tubing snapped apart and splashed rituxan in the nurse's face. The break occurred above where the tubing goes into the pump. The nurse said the tubing stretched when the tubing was being pulled out and broke apart. She said this is not the first time this has occurred. She believes it happened to another nurse a few months ago.